Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Blood glucose was 21 mmol/l. Customer reported that blood glucose was so high because may have eaten some biscuits without asking or programming any food bolus in insulin pump. Customer reported that insulin pump will not turn on, and sticker on the back of insulin pump is rubbed and cannot read. Customer reported that insulin pump getting smashed, damaged and no longer works. Customer reported that insulin pump is cracked in the back, battery compartment is cracked, battery will not stay in place. Customer reported that there has been a small crack for a while now, but last night pump was dropped, and so that crack is now gotten much bigger. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly. Device also received with cracked case(battery tube), cracked battery tube threads, cracked case corner of belt clip rail and missing serial number label. Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.